Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Insurance carrier reported that patient's implantable neurostimulator (ins) has shifted in/from the pocket and was causing him pain. The patient would like the ins replaced or explanted. The indication for implant was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.